Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as 2 sores on their back, under the te pads, one sore is the size of a silver dollar and the skin is not open, oozing or bleeding, but the skin is red. There was no alleged device malfunction contributing to the sores. The sores were reported by the patient's nurse, but there is no indication that the patient received medical intervention for the sores. Reporting out of an abundance of caution. Follow up indicated that the sores have improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.